Event description:
During a volt catheter ablation procedure, a cardiac perforation occurred requiring surgical repair. The procedure was performed under general anesthesia with transesophageal echocardiography (toe) in situ, transseptal access was achieved using an sl1/brk needle and exchanged for a 13f agilis sheath without initial complication. A few minutes following left pulmonary vein ablation, acute hypotension was noted. Toe demonstrated a pericardial effusion consistent with cardiac tamponade. A pericardiocentesis was performed but despite sinus rhythm on ECG, the patient had no palpable pulse, and a pulseless electrical activity (pea) arrest was declared. Cardiopulmonary resuscitation was initiated and emergency surgical and perfusion teams were activated. An emergency sternotomy was performed, and a 2 cm tear was identified on the inferior aspect of the left upper pulmonary vein, which was repaired with a surgical patch. Cardiopulmonary bypass was required, and the patient received transfusion of 12 units of blood and platelets. The patient was successfully weaned from bypass and transferred to ICU for ongoing management, with plans for ventilatory weaning and extubation when clinically appropriate. There were no performance issues with any abbott device.